Event description:
It was reported that the tip detached. The patient presented with atherosclerosis. A rotawire drive was selected for use during a percutaneous coronary intervention (pci) with rotablation. During preparation, the distal tip of the rotawire was found to have broken outside the patient while it was being removed from the protection hoop. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.